Event description:
The customer reported that both monitors no power. The fse noted however, that there was no power to either of the monitors. Loss of functionality - there is no report of patient injury or death.

Manufacturer narrative:
A ge rep evaluated the system and replaced blown fuses. The system operates as intended.